Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial:(B)(6), batch:7278503, UDI: (B)(4).

Event description:
It was reported that during a lead pull procedure, the lead contacts broke off at the skin and remained in the patients body. The explanted leads were discarded by the medical facility and will not be returned.

Event description:
It was reported that during a lead pull procedure, the lead contacts broke off at the skin and remained in the patients body. The physician will remove the lead contacts at the time of implant. The explanted leads were discarded by the medical facility and will not be returned. Additional information was received that the physician successfully removed the abandoned lead contacts during the patients permanent implant procedure. There were no reported complications postoperatively.